Event description:
Main body graft was advanced via the right femoral artery. When attempting to release the black trigger-wire to deploy the suprarenal stent, resistance was encountered. Pin vise had been loosened, and the attempt to advance the top cap required a great deal of force. Several attempts were unsuccessfully made. As a result of the device manipulation to release the top cap, the main body graft moved approximately one cap, the main body graft moved approximately one centimeter distal to the desired landing zone. Graft landed noticeably low enough to result in the selected contralateral leg having to be overlapped with the main body limb by four stent bodies, in an effort to maintain hypogastric patency. Ipsilateral leg graft was deployed without complication. An iliac leg extension was deployed within the ipsilateral limb, above the leg graft, and extended to a height adjacent to the contralateral leg graft. A main body extension was additionally deployed at the proximal seal site of the main body as a result of the sealing stent obtaining only five millimeters of coverage in the proximal aortic neck. Procedure was concludced after final angiogram revealed a good seal of the aneurysm and no endoleaks.